Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is unable to take scout shots. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The reported issue could not be confirmed or replicated, no components were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.